Manufacturer narrative:
The unit did not have a blank display. However, the unit had a constant failed battery test alarm after the battery was installed due to a corroded battery tube. The functional test including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test could not be performed due to a failed battery test alarm. The unit had minor scratched display window, a scratched case, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a hospitalization on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose level was 850 mg/dl at the time of incident. The customer's symptoms included weakness and difficulty breathing. The customer was wearing the device at the time of admission. The cause of the event was diabetic ketoacidosis. The customer was treated with potassium, magnesium, and an insulin drop. The customer was discharged from the hospital on (B)(6) 2015. The customer declined to troubleshoot. No further details were provided.